Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 501 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer advised insulin would not bring down their high blood glucose levels. Customer advised they would contact their healthcare provider since insulin pump and everything else worked as designed.